Manufacturer narrative:
There was no oxygen flow and the cannula occluded which is a delay in therapy for the patient. Based on the reported information the criteria for reporting an adverse event have been met. Complaint history reviewed. There have been no similar complaints for 0548 cannula, and there have been 4 similar complaints for product group 84 - o2 cannula in the previous 24 months. Issue is not trending. 30 units from lot tested per tm-110. No defects found. Most likely root cause is too much bonding agent applied during assembly. Risk(RMA-20017f): r22: oxygen delivery interrupted - cannula oxygen tubing occlusion - s=8, o=2, rpn=16. Rpn < 25, therefore risk is acceptable.

Event description:
No flow coming out of the prongs.

Manufacturer narrative:
There was no oxygen flow and the cannula occluded which is a delay in therapy for the patient. Based on the reported information the criteria for reporting an adverse event have been met.

Event description:
No flow coming out of the prongs.